Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the injector was incorrectly positioned and after uncontrolled injection the lens remained in the edge of the incision. The surgeon used backup lens of same diopter and the surgery went well without any further enlargement. There was no patient impact.